Manufacturer narrative:
Lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics were sticking together in the middle of the optic. The surgeon required to wait up to (1) one minute delay for the lens to release/unfolded. Reportedly, there was a (1) one minute delay, but no secondary surgery or medical intervention required. No further information was provided.